Event description:
It was reported that the pump battery was depleting quickly. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.